Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that it gets stuck and does not respond. The device was not in use on a patient at the time of event, there was no patient involvement.

Event description:
This case was re-evaluated based on investigation results. During investigation, it was identified that the onsite philips third party engineer confirmed the issue was that the device was blocked in relation to the wifi connection. This record has been deemed non-reportable. The record was reviewed and re-evaluated to pose no health or safety risk to patients, users, or bystanders. No death, serious injury or adverse event was reported to have occurred or was alleged as a result of this issue, nor is this issue likely to cause or contribute to such an event if it were to recur. The network symbol will display an x in the upper left corner indicating that the monitor is no longer connected network. Waveform and numeric information for the monitor is not displayed at the central along with the message ¿no data from bed¿ . The bedside displays a no central monitoring message and inop tone. The issue would be obvious to users who would implement an alternative means of monitoring per hospital protocol.